Manufacturer narrative:
Siemens investigated an outside of the us (ous) customer observation of a discordant elevated atellica im high sensitivity troponin I (tnih) lot 098 result relative to a lower retest result on the same analyzer. Quality control (qc) was in range at the time the sample was tested. Instrument log files showed no evidence of a hardware issue that impacted delivery of tnih reagents or of the 100ul of sample. Autocheck data review indicated anomalies. Customer service engineer performed troubleshooting. Return of the patient sample for further investigation is not warranted because the initial discordant result was not reproducible. Based on the available information, the cause of the discordant result is consistent with system issues that were resolved by routine troubleshooting actions. No product problem has been identified. The customer is operational. MDR 1219913-2024-00370 was filed 23-jul-2024. In section h6 of this report, the investigation finding and conclusion codes were updated based on the investigation results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center to report an observation of an elevated atellica im high sensitivity troponin I (tnih) lot 098 result relative to repeat testing of the same sample. Quality control (qc) was in range when the samples were tested. The interpretation of results section of the atellica im high-sensitivity troponin I (tnih) instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating.

Event description:
The customer reported an observation of an elevated atellica im high sensitivity troponin I (tnih) lot 098 result relative to repeat testing of the same sample. The initial result was elevated greater than the 99th percentile of that assay (45 pg/ml), reported to the physician and questioned. The patient underwent catheterization procedure after the release of this result. A new sample was collected and tested, and a lower result was obtained, therefore, the customer retested the initial sample, and the result was lower, confirming the elevated discordant initial result. There are no reports of adverse health consequences due to this event.